Event description:
The customer's girlfriend reported that the customer was hospitalized with a high blood glucose of 554 mg/dl. It was stated that the customer experienced high blood glucose after changing the infusion set. The customer removed the infusion set, and the cannula was bent, but the insulin pump did not alarm. The customer had nausea, dehydration and vomiting. The caller was unable to troubleshoot at the time of the call, and stated she would call back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.